Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis was not able verify the reported complaint. The instrument was tested and movement was smooth. The electrical continuity test was performed and passed. Failure analysis investigation also found the following damages, which were not reported: the yaw pulley had thermal damage. Both of the yaw pulleys exhibited charring and localized melting at the grip base, between the grips. Thorough inspection showed missing material from the charring. Failure analysis concluded that the thermal damage likely occurred during use with another energy instrument. The distal end of the instrument's main tube exhibited scratch mark with light material removal. The scratch measured approximately .109 x .175. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the missing material from both, the yaw pulley damage and the main tube abrasion found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the fenestrated bipolar forceps instrument is new to the first use and does not work. The device was not used on the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.